Event description:
During repair of the safety monitor in the service center, the service tech reported the printed circuit board assembly for the level detector was defective. The level transducer failed the thin-wall test causing the safety monitor to continuously alarm. The monitor could not be reset. The tech replaced the level detector printed circuit board to resolve the issue. Since the event occurred during repair of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.